Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports " she developed a device site burning sensation......the lower right side of her abdomen appears burned, and two blisters have formed at the application site". The cause of the consumer stating she received blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a blister; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
This spontaneous report was received from a consumer in the united states via telephone on (B)(6) 2022. The consumer is a 33-year-old female with a healthy past medical history and no known drug allergies. She was not reportedly using any concomitant medications or supplements. On (B)(6) 2022, the consumer applied the thermacare menstrual wrap to her lower abdomen. Within approximately one to two hours, she developed a device site burning sensation. She further added that the lower right side of her abdomen appears burned, and two blisters have formed at the application site. The consumer added that she has used this product in the past without any complaints. As of (B)(6) 2022, the medical device site burn and burn blisters were ongoing. Outcome for device site burning sensation was unspecified. The action taken with the product was not applicable. No additional information was received.